Event description:
It was reported that the after successful stent deployment, when attempting to retrieve the wire, the wire became stuck in the subject stent and could not be withdrawn as expected resulting in clinical consequences for the patient, which are currently unknown. No additional information is available.

Event description:
It was reported that the after successful stent deployment, when attempting to retrieve the wire, the wire became stuck in the subject stent and could not be withdrawn as expected resulting in clinical consequences for the patient, which are currently unknown. No additional information is available. Additional information received on 16-mar-2026: after subject stent deployment, at the moment of removal of the delivery system, its distal olive appeared to become stuck in the distal portion of the stent struts, causing stretching (in the cranio-caudal direction) of the basilar artery, leading to avulsion of perforators at its top and consequent subarachnoid hemorrhage that was difficult to control. Medical intervention was performed to contain the hemorrhage (resulting from avulsion of basilar artery perforators), it was necessary to temporarily inflate an angioplasty balloon (conqueror 2 × 15) in the basilar artery, achieving interruption of the hemorrhage. The complication resulted in the patient¿s death the following day, caused by extensive subarachnoid hemorrhage (resulting from the complication) and concomitant brainstem ischemic injury (which the patient already had on admission).

Manufacturer narrative:
A2 age at time of event - age units (patient) - added. A3a gender - added. B2 outcomes attributed to ae - updated. B5 executive summary - updated. H1 type of reportable event - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the instructions (directions) for use. The device was confirmed to be in good condition during preparation/prior to use on the patient. Note: it was reported that continuous flush was not maintained in the stent delivery system. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the ar codes 'patient death' and 'patient intracranial hemorrhage'. An assignable cause of procedural factors will be assigned to the reported 'device interaction with another device' as the issue is associated with a product that meets stryker design and manufacture specifications and was prepared in according with the dfu but due to what was most likely procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the after successful stent deployment, when attempting to retrieve the wire, the wire became stuck in the subject stent and could not be withdrawn as expected resulting in clinical consequences for the patient, which are currently unknown. No additional information is available. Additional information received on 16-mar-2026: after subject stent deployment, at the moment of removal of the delivery system, its distal olive appeared to become stuck in the distal portion of the stent struts, causing stretching (in the cranio-caudal direction) of the basilar artery, leading to avulsion of perforators at its top and consequent subarachnoid hemorrhage that was difficult to control. Medical intervention was performed to contain the hemorrhage (resulting from avulsion of basilar artery perforators), it was necessary to temporarily inflate an angioplasty balloon (conqueror 2 × 15) in the basilar artery, achieving interruption of the hemorrhage. The complication resulted in the patient¿s death the following day, caused by extensive subarachnoid hemorrhage (resulting from the complication) and concomitant brainstem ischemic injury (which the patient already had on admission).